Manufacturer narrative:
The technician found the left head side rail slide bracket is bent. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. The technician replaced the left head side rail slide bracket to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the left head side rail is stuck in the down position and cannot raise to latch. The bed is located in the maintenance department at the facility. There was no patient/user injury reported. This reported was filed in our complaint handling system as complaint #(B)(4).